Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and the automated impella controller (aic) had a "controller error" alarm. The aic was replaced successfully. Reportable due to potential patient harm.

Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The product was returned for investigation. Data logs confirmed the reported failure mode given there was a controller error alarms triggered during the clinical procedure. The failure was unable to be reproduced throughout testing. The cause of the issue was not determined since the failure could not be reproduced.